Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019 a call was received from a patient (pt) in (B)(6) who reported a burning sensation in the os that began about 2 weeks prior while wearing the acuvue oasys brand contact lenses. The pt went to an urgent care center and was diagnosed with a ¿small peripheral corneal abscess os¿. The ¿abscess¿ was on the iris at 12 o'clock and the pt could see a ¿white mark¿ at that area. The pt was prescribed vigamox every hour for 24 hours, then decreased to every 4 hours for 24 hours, then every 8 hours for 28 hours. The pt reported daily visits over the weekend. The pt went to the urgent care on friday and by the following monday the abscess was reported as closed and healed. The pt was cleared by the eye care provider (ecp) to return to contact lens wear with ¿minimal wear time¿. The pt also reported a history of dry eye. The pt uses aqualens solution to disinfect and store the contact lenses. The event date is reported as (B)(6) 2019. Multiple attempts were made to the urgent care center for additional medical information, but nothing additional has been received. The suspect os lens was discarded. The lot number is unknown. If any further relevant information is received, a supplemental report will be filed.